Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017. Customer indicated that their blood glucose was 68 mg/dl to 340 mg/dl three hours prior to the call, but was unknown at the time of incident. The customer was given soda to treat. The customer was wearing the insulin pump during the incident. Troubleshooting found that the customer treated their blood glucose with an insulin shot however, they incorrectly treated off of their sensor glucose readings. The sensor glucose values being off was caused by the customer inserting in a bad site where they have implanted abdominal mesh. The insulin pump will not be returned for analysis.